Event description:
It was reported by the (B)(4) study team that the patient has brief episodes of ventricular oversensing which cannot be reproduced. The patient believes that some of these episodes correspond to the use of power tools. No intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the systems longevity study team that the patient has brief episodes of ventricular oversensing which cannot be reproduced. The patient believes that some of these episodes correspond to the use of power tools. No intervention was done. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2013 it was further reported that ventricular sensitivity was reprogrammed in an attempt to correct, however was irresolvable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.